Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the submitted device revealed damage. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the submitted device revealed damage. Inspection of the returned device identified severe deformation/damage to the attachment feature at the reamer adapter end of the device. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The instruments were reported for unknown reason. No surgical delay.